Event description:
The facility representative reported during an implantable collamer lens (icl) implantation procedure, the lens tore during injection/delivery. There was patient contact but no patient injury. The patient experienced lens dislocation/ subluxation. The lens was implanted and removed intraoperatively. The cause of the event was reported as device / user error/ unknown and the device failed to perform as intended. Cause details provided: "loading is good but after inserting inside the eye, the lens was break in". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- "lens dislocation/ subluxation" h11- manufacturer narrative: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. (B)(4)